Event description:
It was reported that guide wire tip detachment and death occurred. The target lesion was located in a coronary artery. A 182 pt graphix¿ guide wire was advanced to the lesion however the tip of the wire broke off and became lodged in the patient. The detached tip was not able to be removed so another stent was implanted to compress an old stent and the detached tip against the patient's artery. The procedure was completed using a different device. The patient expired. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).